Event description:
Information was received that the device has been explanted on (B)(6) 2023. It is suspected that temple of the user's glasses caused a skin breakdown. Reportedly, the device was visible through the skin, however there was no extrusion. It is unknown when the issue started, however the skin had shown allergic type of reaction since implantation. The user also reported that in (B)(6) 2022 a painting fell from the wall hitting the implant site. The hearing performance with the device was not affected. As per device explantation report, the skin over the device was not intact. Revision surgery to repair the skin needed to be carried out. During this surgery the electrode array was found extra-cochlear, however, it is unclear if the electrode migrated prior to the surgery or was inadvertently pulled out of cochlear during the surgery. The user was not re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a skin breakdown at the implant site. Reportedly pressure from the recipient's glasses likely contributed to the observed issue. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device has been explanted on (B)(6) 2023.